Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.0 was implanted into the right eye (od) on (B)(6) 2023. Reportedly the lens tore/ broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively and the problem was resolved. Additional information provided: "patients will not be implanted temporarily'. The cause of the event is unknown. Claim# (B)(4).